Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that his blood glucose was 418 mg/dl. The customer stated that he had keytones and frequent urination. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test was declined. The insulin pump was returned and replaced.